Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient reported eye irritation. In addition the patient also alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and headache. The was no report of serious patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found no foam particles in the device. The device's downloaded event log was reviewed by the manufacturer and found no errors on the log. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient reported eye irritation. In addition, the patient also alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and headache. The was no report of serious patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found no foam particles in the device. The device's downloaded event log was reviewed by the manufacturer and found no errors on the log. The device has been scrapped. The manufacturer is submitting a final report at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.